Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during dwell 2, the home patient's cat punctured the tubing of the cassette. The home pt reported this event to their nurse the next day. The nurse administered prophylactic antibiotics at that time. The nurse stated that the home patient has been doing fine since this report. There was no patient injury or medical intervention associated with this report.